Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device was not returned to olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, while using the gastrointestinal videoscope and forceps during a procedure, the physician noticed a purple object in the patient but was unsure if this came out of the scope or if it was already in the patient. Multiple attempts to obtain details on the procedure, what the purple object was, patient impact, and outcome were made but the customer did not provide any more information. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.